Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired intraoperatively with medical adhesive. During subsequent follow-up, noise leading to oversensing was observed on the rv lead. During device replacement for normal battery depletion, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation defect and oversensing of noise were not confirmed. As received, the connector portion of the partial lead was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.